Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx21mm implanted in the aortic position was explanted from a 60 years old patient after an implant duration of four (4) years and nine (9) months due to calcific degeneration leading to stenosis. As reported, patient presented with shortness of breath and congestive heart failure. A 21mm inspiris resilia valve was implanted in replacement, a root enlargement was needed too. Reportedly, patient was noted as to be doing well and discharged home.

Manufacturer narrative:
Added information to section b5 (describe event or problem). Updated section h6 (health effect - clinical code), h6 (device code(s)).

Manufacturer narrative:
Added information to section d4 (expiration date) and h4 (device manufacturer date) updated section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device was not returned for evaluation as it was sent to pathology department in the hospital. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of diabetes.

Manufacturer narrative:
The device was not returned for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx21mm implanted in the aortic position was explanted from a 60 years old patient after an implant duration of four (4) years and nine (9) months due to stenosis. A 21mm inspiris resilia valve was implanted in replacement, a root enlargement was needed too.